Event description:
Non-delivery reported. During routine biomedical testing, it was reported that there was no flow out of pump channels a and b; no activation was noted. The plungers were not moving, and the pump would not prime. This was not associated with any patient incident. No further information was available.